Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable inr result for 1 patient from a coagucheck xs meter serial number (B)(4) compared to an unspecified laboratory method. The customer stated that historically the patient's results from the meter had compared well to the laboratory up until the patient suffered from pneumonia and sepsis during (B)(6) - (B)(6). The customer made a full recovery and stopped taking sepsis medication at the beginning of (B)(6). Since then the differences between the laboratory results and the meter results have been observed. The customer provided one example. The patient's result from the meter was 2.7 inr and the patient's result from the laboratory method was 1.9 inr. The patient was tested on another coagmeter with results of 2.2 inr and 2.3 inr. No specific details about the meter were provided. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips were tested in comparison with the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch lot number and expiration date have been updated.